Event description:
It was reported that the patient underwent posterior fixation from l3 to s1. X-rays taken a year and a half after implant showed a pedicle screw broke at s1. Reportedly, fusion did occur. The screw remains implanted in the patient. No additional surgery is scheduled at this time.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. X-rays showed lateral peek rods and pedicle screw construct from l3 to s1. The sacral screw is angulated and apparently broken.